Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that muliple occlusion alarms occurred. A system check was performed, and it was found the pump was functioning as intended. A supply change was performed to resume insulin delivery but the occlusions continued to occur. There was no adverse impact to customer's blood glucose.